Manufacturer narrative:
Result: footboard; siderail panels.

Event description:
It was reported by service report that there were damaged siderail panels. It was further reported the footboard was damaged with sharp edges exposed. No pt involvement or adverse consequences are reported.